Event description:
It was reported that when the emboshield nav6 eps lg 190 embolic protection system was unpackaged, the recovery catheter was missing. Another was used to continue the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the emboshield nav6 eps lg 190 embolic protection system was unpackaged, the recovery catheter was missing. Another was used to continue the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The missing retrieval catheter could not be confirmed as the retrieval catheter pouch was returned opened at the vendor sender. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation determined that the reported missing retrieval catheter was related to operational context. It is likely that the retrieval catheter pouch was opened at the account (possibly for a previous procedure) and the chipboard box and retrieval catheter pouch were inadvertently placed back into inventory. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.